Manufacturer narrative:
(B)(4).

Event description:
It was reported patient was having strong impulses from her bladder and she like to adjust the stimulation. Patient stated she spoke with someone about month ago that helped her adjusting the setting. Patient reported therapy was helping sometime and sometime it did not for example her "bladder let loose" and she wet her pants a day prior to this call and had to change her clothes. Patient stated she saw nurse and representative (B)(6) 2015 and rep set up the program for her. The patient felt stimulation. The patient services assisted patient with adjusting the setting from program 2 at 1.1 to program 2 at 0.9 v and confirmed therapy was on. Patient had a difficult time connecting with antenna. Patient replaced the pp batteries while patient service was on the phone. Patient stated she has an appointment with health care provider (hcp) (B)(6) 2016. It was reported that someone from repair was able to correct the antenna problem over the phone and issue was resolved. They had patient push antenna properly into pp and issue was resolved. No product was sent out to patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device did not help their bladder control problems as they had hoped. Their bladder would contract and not hold the urine. It was reported that there was not a sudden change in symptoms, but it just did not help relieve their recurring bladder problems. The patient tried different programs but it did not help. The issues were not resolved and the stimulator was removed because it hurt when they would lay on their back and they needed to have mris due to a metastatic concern in their lower spine. No further information reported.